Event description:
The following was reported: "found crack on the dpt".

Manufacturer narrative:
Device evaluation: customer report of "crack on the dpt" was not confirmed. Rec'd (1) complete double dpt kit. No visible crack or damage was noted from both dpt housings. However pressure tubing was found completely broken off from solvent bond joint with the female connector (attached to zero-stopcock) at cvp pressure line (blue label). Broken tubing was bent near the bond joint. (B)(4).